Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes using two performa meters with different test strips lots: 122 mg/dl with her own blood glucose monitor (system 1) and 38 mg/dl using her husband's device (system 2). The patient had hypoglycemic symptoms at this time. The meters have the time settings differently, but the patient states that the measurements were taken at the same time.